Event description:
Healthcare professional reported patient was injected 2 syringes in cheeks with juvéderm® voluma¿ with lidocaine and experienced lumps of the left cheek and chin area (granulomas). Biopsy was not provided. Patient later was diagnosed with hashimoto, deemed not device related. Patient was treated with hyaluronidase and metypred 16 mg in decreasing doses. It is unknown if symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00468 (abbvie complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine (lot number 1000532032).

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. [Invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of hashimoto, deemed not device related is considered an unexpected adverse drug experience.